Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00345: plate.

Event description:
While implanting an aculoc 2 plate, a locking screw stripped and was spinning in the plate. It could not be removed and was left implanted. There was a 15 minute delay in surgery as a result.